Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA: (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: after following the recommended usage guidelines for your aligners, I have experienced significant tooth decay and bone loss, which have resulted in severe dental and overall, health issues. These complications have required extensive dental work, costing me thousands of dollars. The physical pain and financial burden caused by these issues have been overwhelming and unacceptable.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.